Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-09581. It was reported that a patient presented in clinic. Device interrogation revealed that the implantable cardioverter defibrillator was not pacing short pr intervals. Programming changes were performed to resolve the issue. Atrial lead dislodgement was also suspected. Patient was stable throughout event and would be monitored.